Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were seeing a message that the system was operating at maximum settings and therapy cannot be increased. The caller reports no falls or trauma. The caller noted that they think the implant has moved. It is very close to the skins surface and feels like it moved more towards the waist. The caller noted that they were seeing max settings on all 7 programs. The patient was redirected to their healthcare provider to further address the issue. The caller noted that the hcp was no longer there, but they would call the office to see if someone is taking over for their patients.